Event description:
Code 506.3 fumes causing respiratory distress. Rule out toxic exposure, esp. Petroleum distillate exposure due to progressively worsening smell, headache (retro-orbital), respiratory distress, decreased o2 sat., increased heart rate. As of 0430, patient could not tolerate nc mask off and vomited. Headache returned off o2. O2 2l nc. Therapy dates: (B)(6) 2011 (2230) - (B)(6) 2011 (0415). Diagnosis for use: 492.8 emphysema, 799.02 hypoxemia nocturnal.